Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. All the buttons did function properly. No button error alarms noted. However moisture damage was noted on the keypad traces. Cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not delivering insulin. She stated that the blood glucose continued to rise and she resorted to treating with manual injections. The blood glucose reading was 500 mg/dl. She stated that the basal rate and bolus wizard settings were correct. She reported that she had also received a button error alarm but did not recall any significant event leading to that issue. Nothing further was reported.